Event description:
As reported: "the t2 alpha gt targeter cause the lag screw reamer to miss the jig and nail. It cause the reamer to kick anterior and miss the nail. We had to re-drill and push the jig anterior to make the drill go posterior to get the lag screw drill through the sleeves and into the nail this failure in the jig caused the surgeon to create an extra hole in the patient femur as the reamer and screw missed completely anterior to nail".

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue and the contribution of the nail in the over all issue. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the t2 alpha gt targeter cause the lag screw reamer to miss the jig and nail. It cause the reamer to kick anterior and miss the nail. We had to re-drill and push the jig anterior to make the drill go posterior to get the lag screw drill through the sleeves and into the nail this failure in the jig caused the surgeon to create an extra hole in the patient femur as the reamer and screw missed completely anterior to nail".